Event description:
The dealer states he has 5 shower chairs that have had the back upholstery rip at the top on the seams. These are being used in a nursing facility for numerous patients. No other information is available.